Event description:
Healthcare professional initially reported ¿there is no complaint associated with the product¿ and later reported ¿recurrent symmastia¿. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ symmastia: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: symmastia.

Event description:
Healthcare professional initially reported ¿there is no complaint associated with the product¿ and later reported ¿recurrent symmastia¿. Affected side is left. The device has been explanted and replaced.